Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. Analysis of the 9733858 found insufficient information. Analysis of the 9735585 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that while registering the green dots would disappear from either side of the head. Emitter was positioned in various positions, but the issue persisted. Surgeon decided to abort navigation as it was non-critical. There was a delay of less than 1 hour. No known impact on patient outcome.